Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "cerebral protection devices in case of left sided intracardiac thrombus: a multicentre experience from the cath lab and ep lab."

Event description:
The article, "cerebral protection devices in case of left sided intracardiac thrombus: a multicentre experience from the cath lab and ep lab", was reviewed. The article presented a retrospective, multicenter study on the utility and safety of cerebral embolic protection (cep) devices during left atrial appendage occlusion (laao) and catheter ablation in patients with left sided intracardiac thrombus. Devices included in the study were amplatzer amulet, watchman flx, and lambre. The article concluded that laa closure or catheter ablation with cerebral protection in patients with cardiac thrombus is feasible without thromboembolic complications. The possibility of safely performing an intervention in this high-risk setting is promising and should be tested in a prospective randomized trial. [The primary and corresponding author was jan berg, division of arrhythmology, san raffaele hospital, milan, italy, with corresponding email: jan.berg@ksa.ch]. The time frame of the study was from 2019 to 2023. A total of 65 patients were included in the study, of which 52 underwent laao and 26 patients received an abbott device. The average age was 73 years and the majority gender was male. Comorbidities included in the study were hypertension, dyslipidemia, diabetes mellitus, coronary artery disease, chronic kidney disease, atrial fibrillation (paroxysmal, persistent, permanent), congestive heart failure, stroke, transient ischemic attack, systemic embolism, intracranial hemorrhage, other bleeding events, prior pacemaker, prior intracardiac defibrillator, and prior cardiac surgery.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulets were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes mellitus, coronary artery disease, chronic kidney disease, atrial fibrillation (paroxysmal, persistent, permanent), congestive heart failure, stroke, transient ischemic attack, systemic embolism, intracranial hemorrhage, other bleeding events, prior pacemaker, prior intracardiac defibrillator, and prior cardiac surgery. Complications reported included transient st-elevation, transient ischemic attack; these complications are anticipated for the procedure and subject population. The reported IFU deviation/off-label use was associated with implanting amplatzer amulet in presence of intracardiac thrombus. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature: article title "cerebral protection devices in case of left sided intracardiac thrombus: a multicentre experience from the cath lab and ep lab".